Manufacturer narrative:
Date of event: (B)(6), date of report: 15aug2019. The service technician confirmed the touchscreen was insensitive. The service technician recalibrate touch screen and the unit passed inspection and was returned to full functionality .

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.